Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valve during a left eye vitrectomy surgery. The procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
One opened trocar cannula/hub assembly was received in a syringe for evaluation. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was also found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. An internal investigation has been opened to address reports of a similar nature. (B)(4).